Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The key was found to be missing. The key/insert is the component used to bond the mainbody to the female adapter. In this case the key became dislodged due to lack of solvent/insufficient solvent applied to it. There is an automated device that puts solvent on these pieces and puts them together. It has sensors to detect when solvent has been applied and when the parts are mated. The sensors are only detecting that solvent was applied. They do not detect how much solvent was applied. So far this year this is the second incidence of this condition reported worldwide. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the transfer set main body separated. There is no patient involvement.